Manufacturer narrative:
Additional information provided in d.10., d.11., g.1., g.2., h.3., h.6., and h.10. Twenty-six (26) company iii d cartridges were returned from lot #32710426: one (1) used company iii d cartridge and twenty-five (25) unopened company iii d cartridges. Viscoelastic was observed in the used cartridge. The cartridge is cracked beginning at mid-nozzle on the anterior and travels toward the tip, extending into split/cracked damage. The posterior of the cartridge has heavy stress beginning prior to the parting line and travelling through the parting line into the tip area. Additional stress lines are observed on the side of the tip beyond the parting line. The cartridge shows evidence of being placed into a handpiece. No other damage is observed. The used cartridge was cleaned for further evaluation. Dye stain testing was conducted with acceptable results. Samples of the unopened cartridges were opened and evaluated. No damage was observed. Functional testing was conducted per the steps outlined in the dfu using samples of the unused cartridges. The lenses was delivered with no damage observed to the lenses nor to the cartridges. All product and batch history records are quality reviewed prior to product release. A qualified injector was used with the cartridge. The lens and viscoelastic products are unknown. It cannot be confirmed if qualified combination of products were used. The root cause for the observed cartridge damage could not be determined. The returned used company iii (d) cartridge nozzle is cracked at mid-nozzle and then splits as it extends into the thinner tip area. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. It is unknown if a qualified lens model and qualified viscoelastic product were used with the complaint cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Functional testing was conducted with samples of the unopened cartridges. No lens or cartridge damage was observed with any of the test samples. The used cartridge was dye stain tested with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) the cartridges are splitting. This has happened in four different lot numbers. Additional information was requested. There are two reports for this device malfunction. This report is for the specified lot number.